Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in fungal peritonitis. The breach in aseptic technique was not further described. The fungal peritonitis (second episode) was manifested by hemorrhagic pd effluent, abdominal pain and abdominal swelling. The patient was hospitalized and treated with unknown antibiotics at an unspecified dose, frequency and route of administration for peritonitis. It was reported that retraining was pending for the patient. At the time of this report the patient was still recovering from the events. Pd therapy was discontinued and the patient was switched to hemodialysis (hd). Same hd is ongoing.